Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the fluid air exchanged did not work properly during a procedure. No air entered the eye when switching from fluid to air. The product was replaced and procedure completed with no patient harm.

Manufacturer narrative:
The lot complaint history was reviewed. This is the first complaint for the finish goods lot and the first complaint for this issue. The device history record shows the product was released per specifications. The returned sample was visually inspected and no obvious defects were found. The non-invasive flow sensor (nifs) on the cassette housing was in a good condition and the ball in the drip chamber¿s check valve moved freely. The infusion cannula was not returned; an additional infusion manifold, labeled ¿faulty¿ on surgical tap, was returned with the sample. A calibrated constellation console representing the current software version was used to test the sample. The light-emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The sample was tested with ¿faulty¿ infusion manifold. The sample failed to prime generating system message code, indicating a failure of the auto infusion valve (aiv) to actuate. The ¿faulty¿ infusion manifold was removed from the console; the other returned infusion manifold was replaced for testing. The sample could prime and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The aiv was tested. A cracking pressure test was performed on the duckbill check valve in the auto stopcock of the ¿faulty¿ infusion manifold using an external pressure source. The pressure was incrementally increased until the valve actuated. The sample was non-conforming due to a higher than expected cracking pressure. After the cracking pressure test, the ¿faulty¿ infusion manifold was reconnected to the console and retested. The sample could prime and pass iop calibration successfully. No anomalies were observed during priming. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No system message code was generated during testing. Cleaning process was able to be performed after functional test had completed. It is important to note that the aiv functioned after reestablishing the opening. The customer should be reminded that the direction for use (dfu) states to visually confirm that adequate air and fluid infusion flow is occurring prior to attachment of the infusion cannula to the eye. After reviewing the description of the initial report, it cannot be ascertained if the customer confirmed adequate air and fluid infusion flow prior to entering the eye. The root cause of the stuck valve could not be conclusively determined. Since the aiv subsequently actuated and functioned after reestablishing the opening, it¿s possible the sticky orifice valve in the auto stopcock prevented fluid to flow to the infusion cannula line, and potentially contributed to the higher than typical cracking pressure observed. Therefore, the most probable root cause of the customer¿s event could be attributed to self-adhesion. Action will not be taken for this occurrence. After a thorough investigation of this complaint and analysis of complaints of this nature confirm no unfavorable trend for this event. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).